Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, a cylinder aneurysm occurred during modeling. A new implant was successfully used and implanted.

Manufacturer narrative:
This report is a duplicate of a previously filed report. Please reference related adverse event report.

Event description:
Additional information indicated that this is a duplicate report of a previously filed complaint.